Manufacturer narrative:
(B)(4). The reported issue 'popped rivet' was confirmed upon investigation of the returned sample. The complaint device was received at our manufacturing site for investigation. A thorough visual and functional inspection was conducted, revealing that the jaws and outer tube were misaligned and bent, leading to the rivet becoming dislodged. This malfunction resulted in the jaws detaching from the outer tube, causing misalignment that prevented proper loading of the clip, thereby rendering the device nonfunctional. While the exact cause of the misalignment and rivet dislodgement could not be conclusively identified, excessive force during use at the end user's facility is suspected. A device history record review was performed, and no relevant findings were identified. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. No further actions are required at this time.

Event description:
It was reported that "a popped rivet was identified during repair at msi." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a popped rivet was identified during repair at msi." No patient involvement.